Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported event cannot be confirmed. There was no report of a device performance allegation during treatment. The reported patient symptom is a potential known risk associated with water vapor therapy procedures. Device history record (DHR): a DHR and ship history review cannot be performed as the batch number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the delivery device instructions for use (IFU) was reviewed. The patient symptom of anejaculation and retrograde ejaculation) as potential adverse events are listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation as anejaculation and retrograde ejaculation are known and documented in the labeling as potential risks associated with the use of the device.

Event description:
Boston scientific received information of a patient reporting that the procedure caused damage to the ejaculatory ducts. The patient was requesting information on treating dry orgasms after a water vapor therapy procedure. No further patient complications were reported.

Event description:
Boston scientific received information of a patient reporting that the procedure caused damage to the ejaculatory ducts. The patient was requesting information on treating dry orgasms after a water vapor therapy procedure. No further patient complications were reported.